Event description:
The pt experienced a return of tremor. One month later, he was seen in clinic. Impedances on all bipolar electrode pairs involving electrode 2 were greater than 2000 ohms with a current of 7 microamperes. X-rays of the device system were taken; no fractures were seen. The deep brain stimulator was reprogrammed to use different electrodes for therapy. The amplitude was increased to 1.5 volts. The pt experienced an immediate relief of symptoms, pt and device identifiers are not available. A follow-up report will be submitted if additional information becomes available.